Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995 lot # 4354278   it was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter:   verbatim: rcc received a complaint via community. Pir attached. Oily substance found inside syringe before use waste of time and materials. Potential to harm patient. Item# 302995 lot# 4354278.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Two samples were provided to our quality team for investigation. The sample received in the sealed package had no defects observed, and the sample received in the unsealed package had excessive silicone on the stopper. The condition observed is non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4354278. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4354278 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.